Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset when the customer was attempting to resume pump therapy. Blood glucose was within range. As the event occurred in the past, tandem technical support was unable to troubleshoot.